Event description:
A customer reports when their abbott diabetes care device is plugged in, a "big boom" was heard and their device "had blown out." No further details were provided. There was no report of fire, smoke. Explosion, or electric shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.